Manufacturer narrative:
Philips service replaced luc board v4, clea extension board 2, and power supply x00001b; system verified and returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geometry movement failure due to defective luc, ext, and power supply on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.